Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification tip did not function during the cataract procedure. The procedure was completed after replacing the phacoemulsification tip with another phacoemulsification tip. After the case, a tiny a fragment in one of the phacoemulsification tips. There was no harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
One phacoemulsification tip was returned for evaluation. A visual inspection of the phacoemulsification tip was deemed conforming. The phacoemulsification tip has a clear translucent mass of foreign material in the distal tip inside diameter. The tip has worn threads and flange to indicate it has been placed onto a handpiece. The particle analysis indicates that the clear material present within the phacoemulsification tip to be silicone. The finish goods lot was manufactured with two sterile phacoemulsification tip lots. A device history record review for each of the phacoemulsification lots was conducted. According to the device history record review, no anomaly was present in either lot. The lots were released based on the product¿s acceptance criteria. A complaint lot history examination of the phacoemulsification lots indicates there were no other complaints for the reported issue. The complaint does confirm of a piece of silicone material within the phacoemulsification tip which would have resulted in the phacoemulsification tip not working properly. The root cause appears to be from the placement of the silicone sleeve on the phacoemulsification tip. The phacoemulsification tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully by the customer. The machine manual provides instruction for the placement of the tip onto the tip. (B)(4).